Event description:
Boston scientific received information that during the implant procedure, the helix of this right ventricular (rv) lead was found to be extended when the lead was removed from the packaging. The physician attempted to implant it and found that it would not capture the heart muscle. A different lead was implanted with good numbers. No adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be returned to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was noted to be fully retracted. There was tissue entwined in the helix, and dried blood and body fluid in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, likely due to the body fluid and/or tissue inside the helix housing. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.